Manufacturer narrative:
The lens was returned posterior surface up in the lens case. Viscoelastic and what appears to be blood or betadine are dried on both side of the lens. No lens damage is observed. All product and batch history records are quality reviewed prior to product release. The cartridge was not returned or identified. It is unknown if qualified associated products were used. The reported event could not be verified. The lens was returned in the lens case. No lens damage was observed. A root cause could not be determined because the lens was not returned in the reported condition. It is unknown if qualified associated product were used. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the injector system. There was patient contact but no harm. Another lens was implanted instead. Additional information was requested.